Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v952333, implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. Yesterday the patient started leaking and dribbling and it had started again this morning. There was no known accident or incident related to the event. The patient's status was fair and they didn't dare be outside the house yesterday and today with their bladder acting like this. Today the patient increased stimulation from 2.4v to 2.6v, but they hadn't seen a change. The patient was going to monitor and call back if they needed further assistance. It was later reported that the patient talked to the manufacturer representative in mid-september and had the setting increased to 2.6v. Since the patient called to get assistance to increase stimulation to 2.6v, their leaking had stopped, but their urine stream was to the finest trickle. The patient couldn't tell when they should be done with urinating. It was further reported that after surgery the patient had the problem where they urinated all over and their health care provider (hcp) adjusted the device. Later the patient had the same problems and the manufacturer representative adjusted the device. Later the patient called their hcp and the urine came out in fine stream. The patient was told to call the manufacturer representative and they told the patient to call their hcp. The patient had tried increasing and decreasing and still had the problem of urinating very fine. The problem now was that the patient had a very fast pulse when they finished urinating. The problem might be ok and the patient had had it for some time. It was further reported that the patient was still having concerns with their device or therapy and was working with the hcp or manufacturer representative. The patient had an appointment scheduled for 2013-08-23. It later was reported that the patient had a bladder suspension in 2012 and when that didn¿t work, they put in the implantable neurostimulator (ins). Since then the patient had gone through probe, implant control surgery for the battery, catheterization, and had not had 1 full day that they had not leaked. The patient never had therapeutic effect. The patient could not go out and was constantly running to the bathroom. The patient had been to see their hcp numerous times since then. The patient got nowhere with their hcp and they kept going in and reprogrammed them, but the patient still had leaking. The patient saw them 3 weeks ago, they set it at 1.6v, and that was uncomfortable so they turned it down to 1.3v where it was more comfortable. The patient had never been so uncomfortable. The patient was uncomfortable because of the leakage. At the appointment the hcp gave the patient 2 samples of pills to try. The patient took 1 for 6 days and then their bowels were not moving and they were not urinating, so they called the office and they would have someone call the patient. The patient told them the pills didn¿t work, but they never heard from anyone. The patient had had to wear a pad since 2012.